Manufacturer narrative:
The ae assessor spoke with the patient in regards to the reported hypoglycemia. The patient stated that since the pandemic she changed how she ate (less food) so she has had to learn she "needs to eat to keep her bg up." Patient stated she has lost 13 pounds since january and recently had been active. There is no suspicion of device malfunction reported by the patient related to the hypoglycemia. The patient reported the bg of 20 was the lowest bg she experienced, however, she did have other episodes of hypoglycemia on the vgo 40. The patient reported her bg on the vgo 30 was usually in the lower 100 range. On the vgo 40 with 0 to minimal bolus clicks, the patient bg is reported as in the 90s to low 100s when she eats her meals as scheduled. The likely contributing factors to the hypoglycemia is that the patient was prescribed a vgo 30 but due to inability to obtain the vgo 30 devices, she was changed to the vgo 40 which provides 10 more using of basal acting insulin over 24 hours. The patient skipped or ate fewer carbohydrates at meal time on the vgo 40 prior to hypoglycemia, bg under 70. Patient has had increased physical activity which can contribute to hypoglycemia. The patient states that since she increased her food intake and "learned how to eat for the vgo 40", she has not had hypoglycemia. The ae assessor encouraged the pt. To discuss her episodes of hypoglycemia with the hcp.

Event description:
Patient was started on vgo 40, exact date unknown, she had bg of 20 when she first started using vgo 40. Patient reported feeling sick, trembling and sweating with the hypoglycemia. Family helped her to obtain food to treat the bg of 20 as she was unable to get the oral carbohydrates herself, due to being "weak".